Manufacturer narrative:
(B)(4).

Event description:
A completed laf card for a cc4204a, +20.0 diopter, intraocular lens was returned back to the manufacturer. Note on the laf card indicated "explanted". Nurse at the facility stated that she could not find any information on this lens, there was no documentation. The only information available was that a three piece lens was used instead. If additional information is received a supplemental medwatch will be submitted.

Manufacturer narrative:
Device evaluation: lens was returned in liquid, in lens case/vial. Visual inspection found no visible lens damage to the lens. Returned to manufacturer date: 03-mar-2018. Work order search: corrected to: "no similar complaint type events were reported for units within the same lot". (B)(4)